Manufacturer narrative:
The user facility stated that after completion of a cycle, an employee was waiting for the door to open, and steam came out from around the door. The employee attempted to move away from the unit and in process tripped and fell. The user facility declined to provide any additional information regarding the injury. A steris service technician arrived on-site, inspected the unit, and identified that the steam leak was a result of improper installation of the o-ring on the s2 valve. The technician repaired the s2 valve, tested the unit, and confirmed it to be operating according to specification. The technician found that after initial installation of the sterilizer, user facility personnel made adjustments to the o-ring, which caused the failure of the s2 valve. The steris operator manual states on page 1-2, "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by steris or steris-trained personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." The sterilizer is under steris contract for maintenance services. The user facility has been advised to notify steris when maintenance on the unit is required. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their 60" amsco sterilizer.